Event description:
A (B)(6) female patient called zoll customer support to report that she was receiving constant arrhythmia alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (arrythmia alarms) was confirmed. Upon investigation the electrode belt failed a fall-off test. The cause for the failure was isolated to corrosion found on ECG "d". The corrosion affected both the front-to-back and side-to side channels, as well as the green belt discharge wire in both the dn to front te cable and the ECG c and d cable. The cause for the test failure was the corrosion. The root cause for the corrosion could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the corrosion. The patient rec's a replacement electrode belt.